Manufacturer narrative:
Insulin pump received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also received with moisture damage on the keypad, motor and vibrator assembly. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify unresponse button due to frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was giving off a steady high-pitched tone. The buttons would not do anything. The screen was frozen. The customer¿s blood glucose was 186 mg/dl at the time of the incident. The insulin pump will be returned for analysis.